Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system functioned as designed. The keyboard was disconnected and the imaging system was then rebooted where images could be rotated as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, image acquisitions appeared crooked on the imaging system. It was suspected that the imaging system had made unintended contact with a wall but confirmation could not be provided.